Manufacturer narrative:
The drill guide did show movement between the handle and guide itself, but this movement does not affect accuracy. The array to drill guide tip was rigid and did not appear to cause the reported problem. Subsequent successful navigation cases have been performed at the site. No issues found or able to be replicated. Unable to determine root cause.

Event description:
A surgeon reported an inaccuracy during a spinal fusion case with the o-arm. The universal drill guide (udg) was on back of the vertebral body to start drilling and not the tp facet junction. Meaning the drill guide was in the neural foramen prior to starting the terminator drill pedal. Medtronic navigation and imaging was discontinued. The case continued with a c-arm. The pt was allegedly affected since the doctor put three screws in the nerve roots. The surgeon claims, there was not a total foot drop on the pt but the pt weakness in the foot could be permanent.

Manufacturer narrative:
A medtronic rep went to the site and was unable to replicate the issue. Log files from the o-arm were collected and reviewed with no anomalies found. Unable to determine which stealth system was used, therefore no logs were available from the stealth. No issues found onsite with the instrumentation. The udg has been returned to the manufacturer and is currently under further evaluation.